Event description:
Dealer states the mounting holes for the seat upholstery are rounded out and the seat upholstery won't attach firmly. Dealer states he suspects the consumer may be rough on his chair. The dealer did not have injury or property damage to report.